Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside the clinical use. The philips field service engineer (fse) examined the system on-site and confirmed that system was not exposing. Analysis of the system log file showed that there was an issue with the frontal ippc. Upon troubleshooting, the fse identified that there was no exposure as the ippc frontal hadn't booted and the imaging disk was full. The fse replaced the frontal ippc and disks, downloaded board software, and then reinstalled system devices on later ippc as well as it had disk errors. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the customer was unable to perform exposures. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that the frontal ip-pc was defective and there were also image disk full errors on the lateral ip-pc. The frontal ip-pc and hard disk were replaced and board software was reloaded. The fse also reinstalled the system devices on the lateral ip-pc and the system was returned to use in good working order.